Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, the pacemaker was in backup vvi mode. It was confirmed the backup vvi mode was caused by a poor or loss of communication with the merlin at home transmitter. The device was restored. The patient was stable.